Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample have determined that the sample likely does indicate the presence of analyte. Therefore, the positive rubigg result with this sample is considered to be correct.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for three samples from the same patient tested for igg antibodies to rubella virus (rubigg) on an e602 analyzer. The results from the e602 analyzer did not match results from the diasorin clia/liaison rubella igg test method. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample resulted as 31.5 iu/ml when tested on an e602 analyzer. A second sample from the patient was tested using the diasorin method and resulted as <5 ui/ml (negative) on (B)(6) 2015. A third sample from the patient resulted as 40.33 iu/ml when tested on an e602 analyzer on (B)(6) 2015. A fourth sample from the patient and tested using the diasorin test method and resulted as < 5 ui/ml (negative) on (B)(6) 2016. A fifth sample from the patient resulted as 35 iu/ml when tested on an e602 analyzer on (B)(6) 2016. The patient was not adversely affected. The e602 analyzer serial number was (B)(4).